Event description:
Event description guidant received information that during a check-up, the field representative was unable to interrogate this pacemaker and was unable to obtain a magnet rate. The battery status of this pacemaker was 40% at the previous check-up, one month ago. The patient experienced no symptoms.